Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials: unknown, batch#: unknown. It was reported by the customer that sometimes they have ballooned pumping segment. Verbatim: rcc received a complaint via email. Email(s) attached. Courtney reported ballooned pumping segment sometimes occurring. No other details provided.